Event description:
As reported by implant patient registry, approximately 10 months and 11 days post-implantation of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the 26 mm sapien 3 ultra valve was explanted and an edwards surgical valve was implanted. The reason for the explant is unknown at this time.

Manufacturer narrative:
The investigation is ongoing. The device is not returning.

Manufacturer narrative:
A supplemental MDR is being submitted for correction base on the review of the medical records. The following sections of this report have been updated: corrected h.6 clinical code, device code, and investigation conclusions. Added additional information on h.6 type of investigation and investigation findings. It was initially reported that approximately 10 months and 11 days post-implantation of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach, the 26 mm sapien 3 ultra valve was explanted and an edwards surgical valve was implanted. Per the medical records, the explant was related to late endocarditis. There was no allegation or indication that the reported endocarditis was related to a sterilization failure during the manufacturing process of the valve. Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Late prosthetic valve endocarditis is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections, invasive interventions, and indwelling catheters. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore, the probability of endocarditis related to edwards' bioprostheses is remote. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Based on these results, this complaint is no longer considered to be a reportable event and a corrected report is being submitted.